Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal extension and two (2) bare metal (non-endologix) stents to treat an abdominal aortic aneurysm. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per IFU. Approximately 3 years post initial procedure, a type 3a endoleak with complete component separation between the bifurcated stent graft and the vela stent graft was identified. The patient's current status was not reported. Reportedly, the physician is planning a re-intervention but surgery has not been scheduled.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is (B)(4).

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal extension and two (2) bare metal (non-endologix) stents to treat an abdominal aortic aneurysm. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx system per IFU. Approximately 3 years post initial procedure, a type 3a endoleak with complete component separation between the bifurcated stent graft and the vela stent graft was identified. The patient's current status was not reported. Additional information: a secondary procedure was completed. The physician elected to implant two additional suprarenal aortic extensions and ballooning to successfully resolve this event. The procedure was completed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak with complete component separation is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not confirmed; however, the reintervention was successfully completed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date received by manufacturer has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak with complete component separation and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not confirmed; however, the reintervention was successfully completed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2